Event description:
Information was received that during bench testing of this smiths medical cadd ms3 pump, the pump exhibited "system fault" alarm. It was reported that there was no patient involvement.

Manufacturer narrative:
One cadd-ms3 ambulatory infusion pump was returned for analysis good condition. Functional testing and visual inspection was performed to verify the reported issue of a system fault. The customer's stated problem was verified. The pump was inspected and powered up, it alarmed and displayed error code 104. The error code 104 was referenced to motor issue, however, it can be other components issue involved. Further investigation of the pump and determined that the downstream occlusion sensor was shattered and the root cause of the issue. The downstream occlusion sensor will be replaced.